Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01103.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using pod coils and px slim delivery microcatheter (px slim). During the procedure, the physician experienced resistance while advancing a pod coil through the px slim. Subsequently, the pod coil was not taking its intended shape or anchoring within the vessel. The physician therefore decided to remove the pod coil; however, while retracting, the pod coil unintentionally detached inside of the px slim. Therefore, the px slim was removed containing the detached pod coil. The procedure was completed using a new pod coil and new px slim. There was no report of an adverse effect to the patient.